Manufacturer narrative:
It was clarified that the additional discrepant prolactin results of 13.1 ng/ml and 24.36 ng/ml were for a different patient. The initial result of 13.1 was from the e411 analyzer. This result was not reported outside of the laboratory. The measuring cell count of the instrument was high. Based on the data provided, the investigation was unable to find a definitive root cause.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an erroneous low result for 1 patient sample tested for elecsys prolactin assay (prolactin) on a cobas e 411 immunoassay analyzer. The initial result on the e411 analyzer was 8.60 ng/ml. On (B)(6) 2018 the sample was repeated by the abbott architect method and the result was 15.90 ng/ml. On (B)(6) 2018 the sample was also repeated on a cobas a cobas 6000 e 601 module and the result was 18.42 ng/ml. The erroneous result was not reported outside of the laboratory. There was no allegation that an adverse event occurred. The prolactin reagent lot number was 29313000 with an expiration date of 30-apr-2019. Additional comparison data with discrepant results was provided. The initial prolactin was 13.1 ng/ml. The repeat result by the abbott architect method was 24.36 ng/ml. It is not clear what analyzer was used for the 13.1 ng/ml result. It is not clear if these results are from the same patient affected or if these results are for an additional patient. Clarification on this has been requested. Calibration signals were acceptable. Qc results were not within 2 standard deviations and were not acceptable. The 13 mm sample tube had a target volume of 6 ml and the customer collected only 2.5 ml sample volume. Rack adapters were not used. The field service engineer (fse) visited the customer site and stated the instrument was fully functional afterwards.